Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's weight was unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 544 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 530 mg/dl. Customer was treated with bolus for high blood glucose level. Customer reported that they unable to enter auto mode basal. Customer also reported about the failed sensor. The insulin pump will not be returned for analysis.